Event description:
The customer reported that they rebooted this central nurse's station (cns) as part of their scheduled maintenance, after which their whole department went into communication loss. After, they were only able to see 8 devices out of the monitored 18 on the host table. Rebooting the cns again did not resolve the issue. No known harm or injury occurred. No further information was provided.

Manufacturer narrative:
The customer reported that they rebooted this central nurse's station (cns) as part of their scheduled maintenance, after which their whole department went into communication loss. After, they were only able to see 8 devices out of the monitored 18 on the host table. Rebooting the cns again did not resolve the issue. No known harm or injury occurred. No further information was provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they rebooted this central nurse's station (cns) as part of their scheduled maintenance, after which the whole department went into comm loss. They were only able to see 8 devices out of the monitored 18 on the host table. Rebooting the cns again did not resolve the issue. No known harm or injury occurred. No further information was provided.

Manufacturer narrative:
Details of complaint: the customer reported that they rebooted this central nurse's station (cns) as part of their scheduled maintenance, after which the whole department went into comm loss. They were only able to see 8 devices out of the monitored 18 on the host table. Rebooting the cns again did not resolve the issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps including having the customer check the network closet, reboot the cns, and pinging the bedsides. Nk ts requested clinical (cits) assistance who remoted into the server to ping the cns, which showed as a bedside. Cits requested that the customer reboot the network switches. A follow up with the customer found that the issue is resolved; no further information was provided. With the information available, it is reasonable to determine that the facility's network environment is root cause of communication loss. Review of the serial number history shows a reoccurrence of the issue (ticket (B)(4). The root cause for that was determined to be environment. Communication loss communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.